Event description:
A zoll distributor returned a charger/modem indicating that it was resetting.

Manufacturer narrative:
Device evaluation summary: device evaluation of charger/modem sn (B)(4) has been completed. The reported problem (charger resets) was confirmed. As received, the charger was unable to recognize and charge a battery pack. Upon evaluation, the u13 8-bit cmos flash micro-controller was corrupted and there was liquid contamination on the battery board. The cause of the inability to recognize and charge the battery pack is the corrupted u13 component and the contaminated battery board. The root cause of the corrupted component cannot be positively identified. The root cause of the contamination cannot be positively identified but is likely liquid ingress. No adverse event resulted from the corrupted component or contaminated battery board.